Event description:
It was reported that 3 days after a coronary drug eluting stenting treatment procedure, an acute occlusion of the stent and a dissection occurred. The lesion being treated was a bifurcation lesion in the left main produced by the stent extending from the proximal circumflex (cx) into the left main, placed in 2001. The cx was occluded at its origin. The lesion was dilated with a 2.5 x 10 mm balloon. The physician then placed a taxus express2 8.8% 3.0 x 12 mm drug eluting stent in the ostium and proximal portion of the cx. The stent was deployed at 12 atms. The films demonstrated an excellent result with excellent flow into the cx. There was persistent compromise of flow at the ostium of the anterior descending, however, a left internal mammary protects this vessel. The pt was given angiomax and IV versed during the procedure. Three days later, the pt presented in the emergency room with severe chest pain and t wave inversions anteriorly. Pt was given IV nitroglycerin. The angiography demonstrated the left main to be patent down to the bifurcation but there was an area of irregularity just proximal to the origin of the cx, at which point the cx was occluded. There was narrowing of the left anterior descending artery (lad) just below the bifurcation, perhaps 70-80% plus but the distal vascular appeared to fill well. The treatment was an angioplasty with a 3.0 mm stormer balloon dilated up to 14 atms. The balloon was changed out by a 4.0 x 9 mm driver stent which was deployed at 9 atms in the left main, with its distal part just overlapping into the stented part of the proximal cx. The films show the stented part of the proximal cx to be reopened with good distal flow after the initial balloon inflations, however, there did appear to be an area of dissection in the distal left main undercutting the proximal edge of the cx stent. Final views demonstrate resolution of the apparent dissection in the distal left main, with good flow through that vessel and into the cx. The lad continued to fill forward through the side of the stent in the left main, with a similar degree to forward flow as on the pre interventional pictures. The pt was discharged to ICU pain-free and vital signs stable.